Event description:
It was reported that, the oxygen sensor in a 980 ventilator failed calibration. There was no patient involvement at the time of the event. The service engineer (se) inspected the device. The se replaced the o2 sensor, performed calibrations and performed extended self-testing on the device and all tests passed.